Event description:
Reportedly, the instrument was placed on the pt's abdomen for approximately 1 hour during the procedure. It was placed on top of the drape covering the abdomen. At the end of the procedure, the drape was removed and a second degree burn (blister) was detected on the abdomen. Procedure: tah with bladder suspension. Pt status: stable.